Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment purposes. A potential root cause for this failure could be "preventive maintenance not performed". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is confirmed manufacturing related. The actual/suspected device was inspected.

Event description:
It was reported that intermittent catheter were straight and not curved. It was further mentioned that out of the lot 79 of 111 were not working. Per follow up call on 24may2021, customer sated that intermittent catheter were straight and really flimsy. They fold over on the end and do not go into the bladder and also added that out of 190 catheters, almost 79 would not work.